Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the helix housing and in the neck region. Stylet returned stuck in the lead, bent in a few places. Stretched/deformed (birds nested) conductor coils are noted in the neck region. The cathode coil is stretched/deformed near the tip, which was likely a contributing factor to the helix mechanism issue which was seen in the field. Once the cathode coil is stretched/deformed, the torque would not be transferred to the tip as was designed. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was attempted to be repositioned, but the helix would not retract. The rv lead was explanted. No additional adverse patient effects were reported.